Event description:
It was reported that a metallic-looking fragment, retained between the iol (intraocular lens) and the anterior lens capsule and 2 punctate fragments reflective in the iris stroma were observed. The issue was identified with the patient's right eye during a post operative exam. There was no vitrectomy required and no delay was reported. The patient remains asymptomatic and the removal of the intracapsular fragment is not planned for now. The post-op vision was described as good, patient has fully recovered and no medication was prescribed. No further information was provided. This report is for the intraocular lens device. Separate report will be submitted for the phaco device.

Manufacturer narrative:
Per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. If explanted, give date: not applicable, device remains implanted. Concomitant medical products: whitestar signature pro system, model ngp680301, sn: unknown; whitestar phaco handpiece, sn: unknown. Telephone number: (B)(6). The intraocular lens (iol) is not returning for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.